Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The pump meets specification for the reported symptom of "unit shuts off automatic." Review of the history log shows multiple "improper shutdown" messages while on battery power suggesting the wireless battery module was causing the reported symptom. "Improper shutdown" is always the product of a pump shutting off by itself other than following a dead battery alert. The device was tested and performed within specification. The device was returned to the customer.

Event description:
It was reported that a pump shuts off automatically. It was also reported that there was no pt involvement.